Event description:
Nurse reports via our key account manager, that a nail broke.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.